Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with quad cusp leaflets, prolapsed leaflet, rich right ventricle chordae, and a horizontal oriented heart. A first clip, a triclip xtw, was inserted and grasping was performed. However, it was observed that the leaflet and chord were behind the gripper. Troubleshooting was performed, and the clip was able to be freed. The clip was then placed on the mitral valve. However, while attempting to deploy the clip, the clip did not freely detach from the clip delivery system (cds). Troubleshooting was performed, and the clip was able to be deployed. However, post deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, two clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 4. It was noted that there was difficulties with imaging after the first clip had a slda. There were no adverse patient effects and no clinically significant delay in the procedure.